Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on an avalon us transducer indicating the device is not displaying the right values. It remains stuck on 150, 152. Background noise was also noted. The device was in use on a patient at time of event, there was no adverse event reported.